Event description:
Information received from the patient reported that there was a power-on-reset (por) seen on their implantable neurostimulator (ins) and the therapy stopped as a result. It was unknown what the patient was doing at the time the por was seen or if it was related to an overdischarge (od) event. The patient stated their recharger had not worked "for a while" and saw the por on the recharger about 1 month ago. They also noted that their "device battery" had been run down for a while. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.